Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported erbe generator related issues for the last few weeks. The customer stated that they would have to power cycle the erbe a couple times before energy would start working. Customer did not have exact dates but stated that the issue occurred about 5 times. Customer stated that they would like their field service engineer (fse) to follow up and check the erbe out. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no patient information available. There was no reported procedure delay.

Manufacturer narrative:
An isi field service engineer (fse) has been dispatched to investigate the reported event. The fse replaced integrated electro surgical unit (iesu) to correct the reported problem of the random c-17 errors. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the iesu unit involved with this complaint and completed the device evaluation. The unit was returned for failure analysis and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to OEM for repair. No image or procedure video was provided for review. A procedure log review was performed. Per the review, the following was confirmed: a sleeve gastrectomy procedure was performed on system (B)(4) on (B)(6) 2022. This complaint is being reported based on the following conclusion: the isi field service engineer (fse) replaced the integrated electro surgical unit (iesu) to resolve the reported issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.